Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no insulin delivery. Customer¿s blood glucose level at the time of the incident was 400 mg/dl and 300 mg/dl range. Customer treated with a shot for high blood glucose. Customer also reported that their infusion set had a bent cannula. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump was not returned for analysis.